Manufacturer narrative:
Testing of actual/suspected device ((B)(4)) a getinge field service engineer (fse) was dispatched to evaluate this unit. The helium leak was repaired by installing a new helium reservoir assembly and a new console cover. Complete full calibration, functional testing and safety check to factory specifications. The unit was returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings, investigation conclusions).